Event description:
Procedure type: colectomy. According to the reporter: an intra-corporeal anastomosis was performed laparoscopically. The gun engaged and fired in the correct position and two thick complete donuts were retrieved. An intraoperative leak test was performed and no leak was detected. No defunctioning stoma was considered in view of this. Three days postoperatively, the pt presented with an anastomotic leak. The findings during a repeat surgery were a disrupted anterior staple line on the (side to end) colon.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2011.